Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973738. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, n/a; cartidge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it funtions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the instrument was used during an unknown procedure. It was reported the ets did not fire. Rep states it looks like it partially fired, then stopped. It is unknown whether this occurred on first firing or reload. There was no consequence to the pt.